Event description:
Hot swollen knees [joint warmth], hot swollen knees [joint swelling], aspirate the knees [joint effusion]. Case description: spontaneous report was received on 4/17/2012 from a physician via sales rep regarding a pt, initials, age and gender not provided. The pt's medical history was not provided. On an unspecified ate, the pt initiated treatment with synvisc one (hylan g-f 20) injection, 6 ml, once in an unspecified location. The lot number of synvisc one was not provided. On an unspecified date, in 2012, the pt developed big, hot swollen knees. It was reported that the physician aspirated the knees and gave a steroid shot to the pt. No analysis was performed as the physician did not think that it was necessary. No action was taken with synvisc one. The outcome for the events of hot knees, swollen knees and "aspirate the knees" was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events. This is 1 of the 6 cases reported by the same reporter. (B)(4).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 4/26/2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.